Event description:
On september 11, 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during preparation, the prostatic balloon leaked. The procedure was not completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, lot number 615381, provided by the complainant represents the prolieve catheter contained in the prolieve thermodilitation kit. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determined the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.